Manufacturer narrative:
The endoscope was evaluated by the endochoice service center, where it was determined fluid invasion had occurred, and was the most likely cause of the display loss.

Event description:
It was reported that, during a gastroscopy case, both display images flickered or were completely lost at times. There was no report of injury or other negative health consequence to any pt.